Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient fainted at the front door of the "outpatient center of the diabetic foot". The clinic tested the patient's blood glucose level on their aviva system and received a reading of 401 mg/dl; however, the patient was hypoglycemic. The patient was transported to the emergency department. The hospital obtained two different lab results of 17 mg/dl and 23 mg/dl within 10 minutes of the result of 401 mg/dl. The hospital treated the patient with sugar and she was released. It is unknown how long the patient was hospitalized for. Return of the suspect device was requested for evaluation.